Event description:
It was reported that this single coil right ventricular (rv) lead exhibited a high out of range shock impedance measurement of 128 ohms. The shock impedance trend has been trending upward over time. Boston scientific technical services (ts) discussed lead calcification build up with the healthcare provider and noted there were no sudden impedance increases observed on the impedance trend. Ts recommended to increase the shock impedance upper alert limit to 150 ohms and consider performing a commanded maximum energy shock test should the impedance climb above 150 ohms. Ts also discussed the difference between a higher value daily measurement shock impedance and an actual therapeutic shock delivery impedance value. In addition, ts explained that if the therapeutic shock impedance value exceeds 145 ohms, the shock energy is truncated, and the shock is monophasic. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this single coil right ventricular (rv) lead exhibited a high out of range shock impedance measurement of 128 ohms. The shock impedance trend has been trending upward over time. Boston scientific technical services (ts) discussed lead calcification build up with the healthcare provider and noted there were no sudden impedance increases observed on the impedance trend. Ts recommended to increase the shock impedance upper alert limit to 150 ohms and consider performing a commanded maximum energy shock test should the impedance climb above 150 ohms. Ts also discussed the difference between a higher value daily measurement shock impedance and an actual therapeutic shock delivery impedance value. In addition, ts explained that if the therapeutic shock impedance value exceeds 145 ohms, the shock energy is truncated, and the shock is monophasic. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that ts subsequently received an email from a boston scientific field representative. The email indicated the representative was working with a different physician for this patient. It was noted that this patient was referred to this physician for an extraction as their rv lead is exhibiting ongoing and increasing high out of range shock impedance measurements. The physician indicated they were leaning toward performing defibrillation threshold (dft) testing but wanted to see if boston scientific had any experience or insight to provide on the issue. Ts reviewed the data and responded back to the representative indicating a commanded shock could be delivered, but the rise in rv lead shock impedance is likely to continue to rise, even if the shock impedance associated with the commanded shock is less than 145 ohms. Ts noted there was a call in 2021 where ts discussed what happens when shock impedance is greater than 145 ohms. Ts also indicated there was a call again in 2024 and the plan then was to have the patient come to the clinic for evaluation and to discuss delivering a shock. Ts stated the patient is relatively young so they suspect that physician, and the patient decided that a shock would not help much with management because the shock impedance is continuing to rise. Subsequent attempts to gather additional information were unsuccessful. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.